Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while z6ms was connected. Investigation is in process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00163) submitted in 2016 did not go through correctly. Additional information was received and it was reported that at the beginning of a transcatheter aortic valve replacement (tcavr) procedure, the transducer prompted a usacquisitionhw_40 error message. The transducer was replaced to continue and complete the procedure. There was a 20 minutes delay to retrieve the new transducer. Since the reported phenomenon occurred at the start of the case, imaging has not yet started. There was no patient or user reported. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00163) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. During the investigation, the system error was reproduced and leakage test failed with articulation sleeve hole by material quality. A new articulation sleeve material was implemented in september 2016 as an improvement action. This transducer was manufactured prior to the corrective action.